Event description:
Philips received a complaint on an mx40 1.4 ghz smart hopping indicating that the device had speaker malfunction. It is unknown if the speaker produced any sound. It is unknown if the device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Although the speaker was confirmed to be functioning per specification during testing, the customer indicated that there was a speaker malfunction error and there was no sound. The speaker has been replaced on precaution per current process. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed.